Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The reporter stated via phone call that the customer experienced low blood glucose levels of 40mg/dl and that they needed assistance with mobile application. The reporter stated that they were moving places and customer helped and ended up with the low blood glucose. The reporter declined troubleshooting for low blood glucose. The reporter was assisted with troubleshooting for unresponsive mobile application and was advised to uninstall and re-install application. The insulin pump will not be returned for analysis.